Event description:
A patient was implanted with prodisc-c along with stryker mesh and an unknown cervical plate on an unknown date. Patient reportedly did well for a few weeks then developed myelopathy. On (B)(6) 2012 patient was returned to the o.r. For removal due to an unknown reason and revision is unknown. Reportedly, the anticipated treatment is anterior cervical fusion.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product was sent to hospital for special surgery: information from consultant.

Manufacturer narrative:
Device used for treatment and not diagnosis. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde number, lot number, and heat number. No discrepancies were found. The records were reviewed and all lots passed specifications with no non conformities that were relevant to this complaint event. Patient selection could have been a factor in this case. Myelopathy or pain is also listed on the prodisc c package insert, gp2632, rev. D, as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Removing the diseased disc is supposed to remove the source of the patient's pain. Since the patient developed pain a few weeks after the original prodisc c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc c implant indicates the original discectomy and decompression may not have been thorough enough to permanently remove the pain coming from one of the two disc levels. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
The device is for treatment, not diagnosis. Date of event - unknown part #, lot #, part expiry date - not previously reported. Product development reviewed the hss report received: it is still unclear if the device contributed to the complaint due to the limited amount of information available. There is no evidence of device failure, mal-function or observations that would point towards new risks not covered in the prodisc-c implant risk analysis revision.